Event description:
The customer was admitted to the hospital due to diabetic ketoacidosis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl and reported insulin pump had a crack. The customer also reported pump was not accepting the batteries due to which insulin was not delivered. The customer was admitted to the hospital and treated with intravenous insulin infusion and the customer experienced symptoms such as vomiting, and feeling sick/unwell. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the smartguard auto mode of the insulin pump was used. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm and unexpected failed battery alert/battery failed alarm recorded in the formatted history file on the event dates (B)(6) 2023. However, low battery alert was recorded and found in the formatted history file on: 03/24/2023 16:32:00.000, replace battery alert was recorded and found in the formatted history file on: 03/25/2023 02:03:00.000, 03/25/2023 02:13:00.000, replace battery now alarm was recorded and found in the formatted history file on: 03/25/2023 02:34:00.000, 03/25/2023 02:44:00.000, power loss alarm was recorded and found in the formatted history file on: 03/25/2023 02:51:18.000, 03/25/2023 02:51:29.000, 03/25/2023 03:01:00.000, upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Power loss alarm was expected since the pump reset due to battery backup depletion. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023(ss event date) and (B)(6) 2023 (customer event date) in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. The pump was received with the metal contact missing from the battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A partially broken retainer was confirmed. Battery cap contact missing was confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Unexpected failed battery alert/battery failed alarm was not confirmed. However, during visual inspection, found corrosion on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.